Event description:
It was reported that during a da vinci-assisted surgical procedure that the surgeon was having difficulty articulating universal surgical manipulator (usm1). The insertion axis was difficult to move when the customer pressed the instrument clutch button. The intuitive surgical inc technical support engineer (tse) recommended checking for obstructions; none were found. The customer disabled usm1 and swapped to usm4 instead. The tse recommended restarting the system after the procedure. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 22028. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.